Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with all operating currents within specifications and displacement test. No unexpected low battery alarm anomalies noted. Device passed the a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with broken battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 156 mg/dl at the time of incident. Customer stated that the insulin pump received multiple pump error alarms and crack on the top of battery compartment. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. Customer was unable to clear the alarms. The customer was advised to remove the battery for five minutes, then reinsert it and customer stated display did not returned. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.